Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 1 of 5. The home patient (hp) disconnected for a while and the hp did not get back in time. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were not being used. The patient did reconnect. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed that they must get back in the appropriate amount of time per the home choice manual when temporarily disconnecting from therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.